Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient¿s therapy was not working for them since (B)(6) 2017 (stated since thanksgiving holiday). Patient stated they were leaking at both ends. Patient stated their therapy was turning off by itself since (B)(6) 2017 (since (B)(6) holiday). Patient had access to the programmer and was shown to be on. Patient was able to adjust stimulation and felt it in bike seat area. Issue did not resolve and patient stated they were seeing their therapy off again. Patient services asked if it was possible if they could have pushed the ¿off¿ button. Patient said it was possible but was not sure. There were no further complications reported. Information regarding programmer not connecting review pe (B)(4).